Event description:
Insertion of the laryngeal seal airway, performed during training, caused a posterior pharyngeal laceration. Minor bleeding occurred which spontaneously ended without intervention. Pt fully recovered with no permanent impairment or damage.